Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the beta bionics ilet user and user's mother reported he user received repeated alert 38 notifications on the ilet device. The user had changed the infusion site but had not initially replaced the cartridge and tubing. The support team advised performing a dry run to evaluate device function and recommended changing the full set of supplies if the alert did not reoccur. The user later contacted support again with assistance from a parent. At that time, the user reported continued alert 38 notifications and rising blood glucose levels. Despite replacing the infusion set and observing drops during a fill tubing process, the device continued to display ¿unable to proceed¿ messages when attempting to rewind. Due to ongoing alerts and inconsistent insulin delivery, support recommended switching to an alternative insulin therapy. The user had limited access to backup therapy while working remotely. A replacement device was arranged and scheduled for overnight shipment. No medical intervention or non-medical outside assistance was required. The user reported emotional frustration but was able to take steps toward alternative therapy. No further assistance was requested at the time of the report.